Manufacturer narrative:
In response to FDA report number: mw5091820. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain and firmness", "capsulectomy performed [due to recall]", "with more fullness in the left breast", "grade 4 capsular contractures on the left", and ¿ruptured left silicone gel device with leaking silicone into the pocket¿ "migraines, joint pain, and blurry vision."

Event description:
Patient reported, via regulatory agency, a "severe pain and firmness", "capsulectomy performed [due to recall]", "with more fullness in the left breast", "grade 4 capsular contractures on the left", and ¿ruptured left silicone gel device with leaking silicone into the pocket¿. Patient additionally reported "migraines, joint pain, and blurry vision"; these events are not device related. The device has been explanted. This record is for the left side.